Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The date of event is estimated. The results, method and conclusion codes along with the investigation results were provided in the final report.

Event description:
It was reported that the patient experienced a shocking sensation at the ipg site. As a result, the patient underwent surgical intervention in which the ipg was explanted and replaced as well as the leads due to a migration issue (manufacturer report reference number: 3006705815-2020-02164 &3006705815-2020-02163).